Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, bleeding was observed. The issue occurred after the surgeon had identified the tumor and performed the separation and dissection of the edges of the pancreas. While the surgeon was attempting to transect the midbody by stapling with a third-party laparoscopic endo gia 70 stapler instrument and third-party blue reload, bleeding was observed. The tumor was located on the distal portion of the pancreas in contact with the spleen. Difficulty was encountered in stapling and cutting, and when the jaws of the stapler instrument were unclamped, bleeding was observed at the edges of the pancreas and margins of the stapling. The approximate amount of blood loss was 1000ml. The source of the bleeding was identified as the edge of the pancreas and branch of the splenic vein. The surgeon made the clinical decision to convert to open surgery due to the bleeding of the tissue caused by the third-party stapler. The patient was administered 1 unit of "globular concentrated" and 1 unit of plasma. The patient experienced good performance and clinical status, and was discharged to recover at home. The surgeon believes that the cause of the intra-operative complication was due to the anatomical factors of size and consistency of the pancreas. There was no allegation that the da vinci procedure caused or contributed to the bleeding.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: the system logs are not available at this time. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal pancreatectomy procedure, bleeding was observed at the edges of the pancreas and margins of the stapling when transection of the midbody was attempted by stapling with a third-party laparoscopic endo gia 70 stapler with a third-party blue reload. The approximate amount of blood loss was 1000ml. As a result of the bleeding, the surgeon made the clinical decision to convert to open surgery. The cause of the operative complication is unknown.